Manufacturer narrative:
Device evaluation did not show any malfunction. Review of the treatment plan showed that the implant was planned really close (1mm) to the root of tooth #27.

Event description:
Doctor used a surgical guide for dental implant surgery. She felt that one of the drilling sites was too close to root of tooth #27. Other two implants were placed successfully.